Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA(B)(4).

Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had blurry vision since day of surgery. Therefore, explanted the lens and exchanged for a different model but same diopter lens. The explanted lens was discarded. Reportedly, a vitrectomy was performed. There was no patient injury reported. Post-exchange the patient states vision is improved and much clearer. No additional information was provided to johnson & johnson surgical vision.